Event description:
It was reported by repair work order that the siderail would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to repair.